Event description:
Customer's mother reported hospitalization due to high blood glucose. Caller stated that the customer had a high blood glucose of 400 mg/dl. Customer stated that the insulin pump is not working. Caller stated that customer had frequent urination. Customer treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.